Event description:
It was reported during an unknown procedure the handles were broken. Surgeon used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the thumbring broken. Additionally, the device was returned with the blade scratched and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."